Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 447 mg/dl and that there was a large discrepancy between their sensor glucose and heir blood glucose. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide their blood glucose level at the time of the call. The customer reported that their insulin pump suspended insulin delivery due to low sensor glucose values, however the customer did not provide these values. At the time of the call the customer reported blood glucose values of 447 mg/dl and sensor glucose values of 205 mg/dl. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.